Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment which converted the arrhythmia to a slower rhythm followed by an inappropriate treatment. The device was started up at 19:47:20 on (B)(6) 2023. At 01:06:55, an arrhythmia was detected. ECG shows idioventricular rhythm @ 60 bpm degrading to vf. At 01:07:31, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 40 bpm. At 05:35:07, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 05:35:58, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 05:58:57 on (B)(6) 2023.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.